Event description:
It was reported that a 512sd was used during a laparoscopic appendectomy. It was reported by the affiliate that during the insertion of the trocar, the pt was injured. A lesion of the aorta occurred. The trocar was thrown away. The procedure was converted to open and recovery took place without any further complications. The physician did not blame it on the trocar. They think that this near incident was not caused by the trocar. They think that the problem occurred due to "a certain risk at the pt and may be that the surgeon did not use the trocar prudent enough." The pt rec'd a blood transfusion. It was stated on the checklist that the 'trocar safety shield not fast enough".